Event description:
A report was rec'd that the pt was experiencing soreness at his pocket site. The physician assessed that the pt had inflammation at the pocket and prescribed nsaid and that pt also rec'd as injection. The pt is reportedly doing much better and is happy with the stimulation.

Manufacturer narrative:
This is the final report.